Event description:
It was reported that the patient presented for device change out, during the procedure the physician noted that the insulation of the lead was abraded near the can. The physician repaired the lead with repair kit. The change out procedure was successful. The patient was in good condition following the procedure. The lead remains implanted.